Event description:
It was reported to philips that the table and c-arm of the azurion device would not move. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Follow ups to the customer were done with due vigilance but could not get information on procedural and patient outcome. Analysis of the log file indicated there were geometry errors and warnings confirming that the most likely cause of the issue is in geometry hardware. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. During troubleshooting, fse found that z-rotation brake was defective and the defective z-rotation brake had been removed and rewired so that the remaining five brakes remain operational. However, the issue reoccurred (MFR 3003768277-2023-04250). The issue got resolved by replacing all six z-rotation brakes and mvr low power board . After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.